Manufacturer narrative:
Medtronic cryocath was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is approximately 61 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: early recurrence after pulmonary vein isolation of paroxysmal atrial fibrillation with different ablation technologies: prospective comparison of radiofrequency vs. Second-generation cryoballoon ablation. Circ. J. 2016;80(2):346-353. (B)(4).

Event description:
Miyazaki smd, kuroi a, hachiya h, et al. Early recurrence after pulmonary vein isolation of paroxysmal atrial fibrillation with diff erent ablation technologies: prospective comparison of radiofrequency vs. Second-generation cryoballoon ablation. Circ. J. 2016;80(2):346-353. The literature publication reported the following patient complications: one patient experienced phrenic nerve injury (pni) and a pneumothorax. No further patient complications have been reported as a result of this event.